Event description:
It was reported that the connector would not seat flush against the ilet when a cartridge was inserted, which prevented the connector from turning to lock the cartridge despite multiple rewind attempts and trying multiple connectors; the connector seated normally when tested without a cartridge but would not fully engage with an empty cartridge inserted. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included shipment of a replacement ilet and arrangement for return of the original device. Investigation included guided troubleshooting and replicating the seating issue with and without a cartridge. Investigation of this case revealed a suspected mechanical interference or misalignment within the cartridge chamber or connector interface that impeded full engagement when a cartridge was present. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction related to the connector-to-cartridge interface.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.